Manufacturer narrative:
The device was discarded and not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: leakage probable root cause for leak: 1. Material/design error 2. Constant irrigation flow is not maintained leading to limited field of view 3. Stopcocks in improper configuration 4. Large anatomy 5. Missing o-ring 6. Damaged or deformed o-ring 7. Pump malfunction (motor, control board, harness, power supply, battery, or cassette) 8. Clogged tubing 9. User error probable root cause for piece broken off, loosened, or missing (i.e. Button, screw, probe tip, etc.: 1. Material/design error 2. Excessive user force 3. Severe shipping conditions 4. Disposable tip rubbing against product 5. User error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device leaked and was not secure and falling apart. The staff had to deal with a loss in pressure and therefore slower suction rate of fluid out of the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device leaked and was not secure and falling apart. The staff had to deal with a loss in pressure and therefore slower suction rate of fluid out of the patient.